Event description:
Surgeon was performing left robotic assisted laparoscopic nephroureterectomy when the bovie generator malfunctioned, resulting in current conducting to the left internal iliac artery. This necessitated left internal iliac artery injury repair by a vascular surgeon. Reference MFR report number: 1717344-2015-00428.